Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. It was confirmed that the pump was able to be charged to 100% with a different wall adapter. Customer reported blood glucose level was 130 (mg/dl). The following day the customer reported the battery gauge remained at 100% despite being in use for the past 24 hours. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.